Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. The target lesion was located in the coronary artery. A 2.50mmx12mm emerge¿ balloon catheter was advanced for dilatation, however, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.